Event description:
It was reported that during a surgical procedure at the user facility the device was stuck in oscillating mode. The procedure was completed successfully using back-up equipment. Additionally, it was further reported from the customer that the there was a 30 minute delay as a result of the malfunction and the patient required additional general anesthesia due to the delay. No other adverse events were reported and the procedure was completed successfully.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results. The reported event of the device being stuck in oscillate mode was not duplicated; however, the stryker service technician found that the flex circuits had corrosion damage. The presence of flex strip damage may have resulted in the device running in the wrong mode. Additional information was also received from the customer regarding the impact to the patient as a result of this event.

Event description:
It was reported that during a surgical procedure at the user facility the device was stuck in oscillating mode. The procedure was completed successfully using back-up equipment. No clinically significant delay, no medical intervention and no adverse consequences were reported with this event.